Event description:
It was reported that the lead from the atrium fell into the ventricle at the end of the implanting procedure. The pocket was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.